Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to electronic and motor assembly. The keypad traces and battery tube were corroded. No further tests could be conducted due to blank display. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners and battery tube threads.

Event description:
Customer's mother reported that the insulin pump was exposed to moisture. Caller stated that the keypad was only partially responding or not responding at all. Caller reported that there was condensation visible under the display. Caller stated that the display was difficult to read.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.